Event description:
Procedure type: gastrectomy. Patient gender: unknown. According to the reporter: when preparing to use the device, the anvil and the stapler could not be connected. A new instrument was used to complete the procedure. No bleeding or tissue damage was reported. Surgery time was extended by more than thirty minutes. No additional patient information including patient condition before and after is available.